Event description:
It was reported that an altitude alarm occurred with the customer's pump. The customer declined to provide their blood glucose level at the time of the event, so there was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy to ensure continuous insulin delivery.